Event description:
Customer's spouse called to report the death of his wife. The last blood glucose reading was over 500 mg/dl. Caller stated that the customer was at home having dialysis treatment and passed away in recliner. Cause of death, complications of diabetes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.